Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the device case. No damage to the reservoir tube lip or retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring and the reservoir compartment were broken. The reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.